Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the complaint description states that the corail stem sz 16 was found to be loose in the femoral canal, even though a good fit of the sz 16 corail broach was achieved and trial reduction done. Only the corail stem associated to the complaint was returned for analysis. The product was check dimensionally and was in conformity with the definition. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Kindly register below complaint for corail stem sz 16mm which the operating surgeon found to be loose in the femoral canal after reducing and putting 36 mm metal head of sz 12, even though a good fit of the sz 16 corail broach was achieved and trial reduction done with trials in place. The implant moved in the canal after reduction leading to usage of another solution stem 8 inches 18mm. The corail sz 16 stem was discarded as being loose in the femoral canal making frequent head dislocation in abduction and turning in the femoral canal, delay in surgery was 40 min.